Event description:
It was reported that oversensing was observed and the patient received inappropriate shocks. The patient will be downgraded from crt-d system to crt-p.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.